Event description:
Device worked ok for a short while, and at some point a portion of the jaw broke off. Entire unit was taken off the field and sent to the company for testing. Another unit was opened, and within couple of mins the tip got very hot and the blade came out, almost injuring the surgical fellow. No harm came to anyone. The defective device was taken again off the field and sent back to the company for testing.